Event description:
A distributor reported that during an arthroscopic procedure, the physician (spain) was reportedly utilizing a dyonics rf-s whirlwind 90 degrees probe. Intra-operative, the physician reported the handle of the wand became excessively hot, nearly burning the physicians hand. The physician was forced to retrieve a new wand to complete the procedure.

Manufacturer narrative:
This event occurred outside of the u.s., due to international privacy laws, the patient information was not provided.